Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3777-45 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: product type lead product ID 3777-45 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: product type lead .

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. Caller states the patient's system was removed becuase of 'poor healing'--the caller did not say it was infected but rather she had 'healing issues'. It was noted that the system worked well for the patient. The caller is unsure when the patient had the issue or when the system was removed. Caller asked if it could be related to a latex allergy and it was noted no latex components for this system. Caller also noted patient has ehlers-danlos syndrome and that may have contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.